Event description:
I received a false positive test result 2 times using the quidel quickvue at-home covid-19 test. The first one was confirmed with a negative pcr test swabbed the same day. The second one was confirmed with 3 other negative at home covid tests using different brands. For the second false positive on (B)(6) 2022 the product lot is f40821. I did not save the box for the first false positive but I assume the lot to be the same, as both tests were part of the government provided test kits and arrived in the same shipment. Person was exhibiting symptoms of respiratory infection at the time of the false positive test. FDA safety report ID #(B)(4).